Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 88mg/dl. This was the only result provided by the pt. Tests were done 10 mins apart. Pt did not experience any adverse events. No further info has been reported.